Event description:
A report was received that the patient's precision system was explanted due to the stimulation causing the patient to become nauseous. The device was working properly.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 serial # (B)(4) description: artisan 2x8 paddle lead (lim), 50 cm the explanted devices were not returned to bsn as they were discarded by the medical facility.